Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1p58m, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 3708640, serial# (B)(4), ubd: 24-oct-2021, UDI#: (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a short circuit. A short was confirmed in the combination of electrode #2 and #3. The ins pockets were created on both sides and the leads were connected to the adapter. After the lead went forward to the site in the head by a tunneling tool, it seemed that the lead was slightly stretched when loosening and removing the screw of the right lead's protecting cap by driver. Although it was confirmed that the #3 electrode had a little bigger interval than #2 electrode, the leads were connected to the adapter according to the judgment of the operating surgeon and the impedance was measured. After a discussion with neurology physician dr. (B)(6), the wound was closed without using the combination of #2 electrode and #3 electrode. The impedance was measured several times, but almost no change was observed compared with the impedance results listed below. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Impedance information: c and 0 1011 ohms, c and 1 950 ohms, c and 2 612 ohms, c and 3 612 ohms, 0 and 1 1557 ohms, 0 and 2 1353 ohms, 0 and 3 1353 ohms, 1 and 2 1228 ohms, 1 and 3 231 ohms, 2 and 3 21 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the short circuit was unknown.